Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20787866 / 21105998.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. All explanted device components were not returned per hospital policy.